Event description:
It was reported that the patient had a pneumothorax after second lead revision. The lead was explanted and replaced. Patient required a chest tube and "prolongation of existing hospitalization."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.